Manufacturer narrative:
Exemption number e2016032. (B)(4). After investigation, the event is no longer considered reportable in us. The event was rated with a max severity of 2, "slight impact", as the wires could not have been assembled incorrectly despite the handle being misnumbered. As there was no harm to patient in relation to the product malfunction, the event is no longer considered a product malfunction which led or could lead to serious injury to the patient. (B)(4).

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p070016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: the knobs and handle were misnumbered. From the proximal end they were 2, 1, 3. This should have been 2, 3, 1. Additional information 06nov2017: per email from rep.: it took 2-3 minutes to understand the wrongly marked trigger wire mechanism but the graft was deployed at the intended area. Adequate overlapping was done. Patient outcome: the patient did not require any additional procedures due to this occurrence. No adverse effect(s) on this patient was reported due to this occurrence.